Event description:
It was reported the patient experienced an overstimulation sensation, following a doctor appointment. The patient was driving to a cardiologist appointment, so troubleshooting could not be done. The patient was directed to contact the physician. On/off options were discussed with the patient, until the stimulator could be checked by the physician.